Event description:
Procedure: lap appendectomy. According to the reporter: during a lap appendectomy case, surgeon used a 45 tan on the appendix and shortly after the surgery, the patient started bleeding from the staple line. The patient lost 6 units of blood. He said that the staple line looked good immediately after the resection, but evidently there was a problem. Current patient status is reported as fine. It is unknown if there had to be a transfusion. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used

Manufacturer narrative:
(B)(4).